Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing episodes due to noise on the right ventricular lead were noted. The patient did not experience any adverse consequences and a lead revision is anticipated.